Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex monorail (mr) device was received with blood and contrast in the inflation lumen. The inner lumen was flatten/damaged 45mm proximal from distal balloon waist. An inflation device filled with water was connected to the inflation port to inflate the device to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The reported balloon burst was not confirmed. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause classification is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci)/ stenting procedure a balloon rupture occurred. The nc quantum apex balloon was being used to post dilate a 2.25 taxus atom located in the posterior descending artery (pda). The balloon burst at 18atms. The number of inflations is unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci)/ stenting procedure a balloon rupture occurred. The nc quantum apex balloon was being used to post dialate a 2.25 taxus atom located in the posterior descending artery (pda). The balloon burst at 18atms. The number of inflations is unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.